Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's husband stated the cgm displayed low but the patient passed out, her husband checked her bg and it was 20 mg/dl. Glucagon was administered and emergency medical services (ems) was called. The patient¿s bg after the glucagon and per ems was 35 mg/dl per ems; however, her cgm displayed 75 mg/dl. The patient was transported to the hospital and discharged from the emergency department. The patient stated her medtronic insulin pump continued to deliver insulin prior to the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional event or patient information is available.